Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient had pain, redness, swelling at implant sites. It was also reported that the patient had intermittent fever. Examination in surgery by opening up implant sites. The implant sites were opened, cultures were sent, and the wounds were irrigated with antibiotic solution. The dr felt the sites looked normal. Additional information was received, the patient continued to complain of pain at the implant site so the hcp did a full explant last night even though the cultures were negative. The patient still showed no sign of infection. She did however have a small seroma. No further complications were reported or anticipated.